Event description:
An implantable cardiac defibrillator (ICD) system was returned from a funeral home for disposal with no information. Information identified in the manufacturer's database indicated the patient died approximately seven months post implant of the device approximately four and a half years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.